Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced seroma on one of the sides. The information was reviewed by the clinician, and the event description was updated as per additional information received. Left side was chosen as default until further information is received, in which case a supplemental report will be submitted. Please see updated event description under section b5. Patient codes "pain" and "seroma" are added under field h6 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
A 52-year-old female patient who underwent revision breast augmentation with mentor medical devices (sx mpp gel 375cc, date of implant (B)(6)2009 ) reported a lump on the left and the right breasts, later breast implant rupture was confirmed via a mammogram and ultrasound on (B)(6) 2020. It was also reported that the patient has experienced late onset seroma, the side was not indicated. The seroma was noticed (B)(6) 2020. The clinician did not suspect bia_alcl, a biopsy was not performed. It was also reported that the patient has experienced painful and swollen breast. Based on the available nonspecific and very limited information about the reportable event we can assume that the patient reported seroma and related symptoms only for the one breast side. As a result breast implants were removed on (B)(6) 2020.

Manufacturer narrative:
On september 10, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation of the product, parallel lines of shell wear were observed on the anterior view, also an area of delamination with leak was observed at the juncture of the shell and patch. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture, confirmed via mammogram and ultrasound performed on (B)(6) 2020. As a result, the patient underwent bilateral explantation and replacement with catalog number 3543751 on (B)(6) 2020. This report is for the patient¿s left-sided device.